Event description:
It was reported that the right atrial (ra) lead had dislodged which caused ventricular capture when pacing. The ra lead was repositioned and remains in use. The implantable pulse generator (ipg) set screw could not be engaged or tightened after repositioning the atrial lead. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.